Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was intermittently unresponsive. Reportedly, the customer had to occasionally plug the pump into a charging source to access the pump features. The customer's blood glucose (bg) levels ranged from greater than 400 (mg/dl) to the 40s (mg/dl) range with moderate ketones. The customer addressed high bg levels with a bolus delivery via the pump, and the low bg level with addressed with drinking juice and eating food. Reportedly, the customer continued using the pump for insulin therapy, and had manual injections available as alternate insulin therapy.